Event description:
Information was received indicating that a smiths cadd solis hpca ambulatory infusion pump displayed a rate calibration failure. There was no reported injury to the patient.

Manufacturer narrative:
One cadd solis hpca pump was returned for analysis with the tamper seal missing. The device was returned with a damaged lens, all sensors were loose, and the downstream sensor was not responding. Accuracy testing was performed, and the pump was with specification. The pump passed all testing and the rate calibration issue was no confirmed.